Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the harmonic ace insert accessory to perform failure analysis. Failure analysis investigations confirmed the customer reported complaint. The accessory was analyzed and it was found to have a broken blade at the base. A piece measuring approximately 0.084"x 0.429" was found to be broken off and it appeared to have missing pieces, but their sizes could not be confirmed. Additional observation: the instrument was placed on an in house generator and it failed the energy recognition test. The broken blade was the cause for energy recognition failure. The probable root cause of broken blade is attributed to use conditions. Damaged blade is triggered by any inadvertent contact with staples, clips, or other instruments while the device is activated. In addition, scratches on the blade tip may also lead to premature blade failure. Blade damage may be detected by the generator with a solid tone or an error.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the harmonic ace insert accessory could not be recognized by the system. The procedure was completed with no reported injury.